Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. The explanted device has not been received by the manufacturer as of the date of this report. This report is filed january 6, 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.